Event description:
It was reported the pt has experienced a sharp, zapping pain at the ipg pocket site since her implant date and this occurs whether stimulation is on or off. She also reported she is experiencing more migraines since she received her scs system. She also stated she occasionally loses communication with the ipg when charging. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.